Event description:
Reporter indicated that vns pt was hospitalized for treatment of pneumonia and that pt experienced an episode of sinus bradycardia while in intensive care unit. Medications while hospitalized for treatment of pneumonia included: lacutlose, hartmans sol, cefotaxime, dicolfenac, paracetamol, colistin, tobraymcin base, and amphotericin. It was reported that upon admission, the pt's heart rate had dropped to 40 during device stimulation cycles, along with a 20mm drop in blood pressure during stimulation cycles. It was reported that "this bradycardia has not been seen unless the pt is very ill", indicating a possible history of bradycardic episodes. Since the bradycardia was not believed to be clinically significant, treating physicians elected not to program the vns to off for fear of losing seizure control. EKG performed after the bradycardic episode showed no bradycardia, no dropped beats and no pauses over a 24-hour period, but it is not known whether this evaluation was performed before or after the reduction in programmed parameters. Investigation to date has been unable to confirm the cause of the reported events.

Event description:
Further follow-up revealed that the patient's device3 was programmed back to on and the patient is doing much better.